Event description:
It was reported that the device delivered several aborted episodes. Review of the egms revealed noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 24.4-24.5cm and 25.4-25.5cm from the connector pin. The etfe coating was intact at these locations.

Event description:
New information notes the previously capped lead was explanted and returned for analysis.